Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: " undesirable shortening of limb. "

Event description:
Legal counsel for patient reported that patient underwent left total hip arthroplasty on (B)(6) 2009. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2013 due to patient allegations of pain and elevated metal ion levels. Legal counsel further alleged necrotic tissue, osteolysis, effusion, black stained tissue, metal debris, and bone damage were noted during the revision procedure. A review of invoice history confirmed the initial surgery date; however, an invoice could not be located to confirm the revision surgery and which components were removed and replaced during the revision procedure. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Operative report noted patient underwent a left hip revision on (B)(6) 2013 due to pain and a leg length discrepancy. Revision operative report noted the presence of necrotic tissue, effusion, black stained tissue, fluid, and thinning of the bones due to osteolysis. All components were removed and replaced with a competitor's components.

Event description:
Legal counsel for patient reported that patient underwent left total hip arthroplasty on (B)(6) 2009. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2013, due to patient allegations of pain and elevated metal ion levels. Legal counsel further alleged necrotic tissue, osteolysis, effusion, black stained tissue, metal debris, and bone damage were noted during the revision procedure. A review of invoice history confirmed the initial surgery date; however, an invoice could not be located to confirm the revision surgery and which components were removed and replaced during the revision procedure. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 1 of 4 mdrs filed for the same event (reference 1825034-2014-03505/03508).